Event description:
It was reported that the patient presented with pain. The implantable cardiac monitor was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was discomfort. Interrogation and visual analysis indicated no anomaly.